Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6) device history records review was conducted. The report indicates that the: part: 03.224.007; lot: 2733243, manufacturing location: (B)(4), manufacturing date: 24. May 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and product development investigation was completed. Our investigation of the connecting screw has shown that the threaded tip is broken off as complaint. The broken threaded tip is still stuck in the dhs-blade. With no force it was possible to screw out the broken tip from the dhs-blade. It is not possible to determine what caused this type of damage, we can only suppose that too much applied mechanical force caused this breakage. One of the other reasons for the breakage may have been insufficient connection with the dhs-blade. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. The tip is fragile due to the nature of the design so needs to be handled with care. The device history record for this article and lot number was reviewed and it was manufactured according to specifications in may 2011 with no issues or deviations during the process. Chu evaluation, visual check -> threaded tip broken off. No product fault could be detected, no corrective action required.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that this is an unknown issue. Surgery was prolonged due an unknown amount of minutes. This issue happened intraoperatively and there was a patient involvement. This complaint involves 1 part. This report is 1 of 1 for (B)(4).